Event description:
It was reported that the device exhibited non-sustained right ventricular over-sensing due to post-paced t wave over-sensing. Device reprogramming was made. There were no adverse health consequences, the patient was stable.